Event description:
During a remote follow-up, low pacing impedance and noise resulting in oversensing and noise reversion was observed on the right atrial (ra) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.